Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery (sfa). A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 14 atmospheres for 30 seconds the balloon ruptured at the middle part. The device was removed and completed the procedure with another of same device. There were no patient complications nor injuries reported and the patient condition was good.